Manufacturer narrative:
Device evaluation: medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case was chipped and cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer reported problem was confirmed. According to the investigation, the pump plunger cable and main board no longer operate properly as a result of normal wear. However, the pump is over 8 years old. Investigator's replaced the pump plunger cable and main board and that cleared up the problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited force sensor bridge test alarm. No adverse effects were reported.